Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned for investigation. A review of the device history was not possible because the catalog and lot number were not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material manufacturing or design related problems were unable to be identified as the catalog and lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any additional information is provided the investigation will be reassessed.

Event description:
A revision surgery was planned to be performed on (B)(6) 2024, using the blueprint planning feature (case ID: (B)(4)). The surgeon removed the poly insert due to dislocation. The stem was replaced because when attempting to remove the poly, the stem came out as well.